Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user experienced an issue in which the device¿s time was incorrect. This timing discrepancy also affected the recorded pull times for certain medications. In healthsight viewer, several devices appeared under devices with download stopped, showing time discrepancies matching the minutes listed. When accessing the device, the last server communication time did not match the transfer start time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with download stopped and it affected the pulling time. A technical support specialist (tss) connected to the stations indicated in the download stopped notifications in health sight viewer (hsv), resolved the time synchronization issue with the server, and noted that the stations had disappeared from the hsv notifications. The system functioned as intended after the technical support specialist troubleshot the device.